Event description:
Three out of six 3.0 mm x 10 mm mini implants were reported to have lost stability within a month of placement. The cause was most likely due to overloading by the provisional denture. Doctor patel placed wider, 3.25 mm traditional implants, once the 3.0 mm implants were removed. The remaining three implants appear to be stable at this time.